Event description:
It was reported that the ipg would turn therapy on/off depending on the position the patient was in. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, patient has effective therapy.